Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50 mg/dl). Reportedly, low bg levels are due to the pump correction factor being set too high. Customer addressed low bg levels with carbohydrates. Recommendation was made to discuss diabetes management with customer's health care professional.